Event description:
The device was returned to the service center with a report of device alarmed s136 (watchdog error-uic). This is not a reportable malfunction. However, during verification testing at the service center, after the device was powered on, the device alarmed with a whitescreen error.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.